Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined for any abnormalities and the following was observed: two brownish particulate on cp3 on the inflow side. Attempts were made to collect the particulates. However, the attempts were unsuccessful due to the small size. Once rinsed, the particulates disappeared/dissolved into the solution. The instructions for use, current risk mitigations (including design and manufacturing controls), and training manuals have been reviewed; there were no inadequacies identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for particulate noticed was confirmed based on imagery and the returned device. A review of the device history record, and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use/training manuals revealed no deficiencies. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures, or tooling used matched the brown like material. There were no sources of similar brownish particulates observed. Additionally, during the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the incident valve had been used/rinsed, and there was particulate report upon the valve out of holder packaging, so it likely occurred during the device prepping handling. As such, available information suggests that procedural factors (device prepping handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during preparation for a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve, upon opening and rinsing the valve, multiple blemishes/spots were discovered on one of the leaflets. After trying to rinse the spots off, the heart team examined the valve and requested to open another valve out of abundance of caution as nobody had ever seen an ew valve with this type of spotting. Per preliminary engineering evaluation of the returned valve, two brownish spots appeared on the cp3 leaflet. There were attempts made to collect them, but the team was unsuccessful due to the small size, causing them to disappear. The valve was rinsed, and no spots were found on the leaflets.

Manufacturer narrative:
Investigation is still ongoing.